Event description:
It was reported that the patient presented for in clinic follow up due to dizziness. Device interrogation revealed noise oversensing resulting in pacing inhibition noted on the right ventricular (rv) lead. Programming changes were performed to address the issue however, pacing inhibition persisted. The physician then elected to explant and replace the rv lead. The patient condition was stable, and the patient was discharged from the hospital.